Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on part analysis: the reported es device not powering up (offline in rss) failure was confirmed by the field service engineer (fse). According to work order (B)(6), the fse isolated multiple auxiliary drawer issues and identified drawer 2.1 as the primary source of failure. The individual controller board for drawer 2.1 was replaced and passed hta testing. A secondary issue was later found in drawer 6, where the retractor band was replaced. After these repairs, the station and all drawers operated normally, and the customer confirmed proper functionality with no further issues. One (1) used assy retractor dwr hh cubie (p/n (B)(6) and one (1) used pcba dwr cntlr v1.10/v1 (p/n (B)(6) were received in good condition with no anomalies observed. The returned parts were evaluated on an esd surface using a calibrated digital multimeter: testing of the drawer controller board revealed a short circuit on the components d501 and mosfet q501, since the components show a resistance measurement of 0.2 ohms. A value lower than 1 ohm confirmed that the drawer board is faulty. Testing of the retractor band revealed cross continuity on several pins, indicating an internal short. Repeated testing confirmed the failure with consistent results. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported failure was identified as a short circuit on the components d501 and mosfet q501 on the drawer controller board and a short inside (cross continuity) flat flex cable on the retractor band. These faulty parts, when operated together, caused electrical instability, which ultimately compromised the proper functioning of the device and prevented it from powering on.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary system device offline and did not power up. The customer reported that a malfunction occurred when the user tried to dispense medication to the patient. As per part investigation, it was determined that short circuit on the components and mosfet on the drawer controller board and a short inside flat flex cable on the retractor band. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was offline. A field service engineer inspected the device and isolated faulty drawer, replaced controller board on drawer 2.1, replaced retractor band on drawer 6, and verified full station functionality with customer testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary system device offline and did not power up. The customer reported that a malfunction occurred when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.